Manufacturer narrative:
(B)(4) d10: item # 164186, biolox d mod cer hd 32mm std neck t1, lot # 1718410. Item # unknown, unknown liner, lot # unknown. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent right hip revision and was revised approximately 13 years post-implantation due to a fracture of the femur around the implant. Patient has presented with a peri prosthetic fracture around the femoral stem. On opening the hip, the fracture was reduced utilizing cables. The stem was tested to determine if it was well fixed. At this stage the stem pulled out of the femur. Very little boney ingrowth was evident on the stem. An arcos revision component was utilized along with a ceramic head. The cup was left in situ. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.